Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: the air/water and suction cylinder, both had no color, the forceps channel and the plug unit, both had a scratch, the label on the suction connector was peeled, due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, the objective lens had a scratch, and the light guide lens was cracked and the connecting tube had a wrinkle, due to clogging of the j-tube in the control unit, the water cannot be supplied, and the cover of the light guide bundle was damaged. It is most likely that the reported issue was a result of insufficient reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, the insertion tube kinked and was bulging. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a white foreign material was found in the air/water and auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.